Event description:
It was reported by the area sales representative that patient underwent primary hip procedure on an unknown date. Revision surgery was performed on an unknown date due to unknown reasons. No further information has been received. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2012.

Manufacturer narrative:
Additional information was received on (B)(6) 2012 regarding item and lot numbers.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.